Event description:
A surgeon reported that a memory lens implanted in a pt's left eye in 2000 has since opacified. Visual acuity reported as light perception only, os at 2003 visit. Prognosis is poor. A different surgeon is planning to explant and replace in the near future. No further info is available at the time of this report.